Event description:
The customer reported that the plpul2020 ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2026 during an unknown procedure when it was reported ¿electrode insertion port on pencil cracked and electrode fell in wound.¿ further assessment questioning found that the fragment was retrieved from the surgical site. The procedure was completed with the use of the same alternate device and a 5-minute delay was reported. There was no report of injury, medical intervention or extended stay for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.